Manufacturer narrative:
Additional narrative: this file has been reviewed. The evaluation lab investigated the failure and found the root cause of the issue to be a component failure in the psol pcb. Corrective action includes an up rev in the part (co123633) and this has been implemented. The file has no other unique characteristics, the complaint investigation concluded.

Event description:
The product complaint report shows the customer in poland asked for the return of a psol pcb. Later info received alleged that there "aren't main alarm sounds in ventilator". The customer also added in their report that the back up alarm is functional. The pressure solenoid was replaced in the field and will be sent to the MFR for eval. It is not verified that there was no main alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.